Manufacturer narrative:
(B)(4). Date sent: 6/17/2025. B3: publication year of 2023. D4: batch#: unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: yong tl, malik h, gold g. How to do a laparoscopic pancreaticoduodenectomy. Anz j surg. 2023 apr;93(4):1024-1026. Doi: 10.1111/ans.18352. Epub 2023 feb 24. Pmid: 36825669. The aim of this study is to describe the key operative steps to performing lpd safely and its outcomes. We also will provide some tips and pitfalls based on our experience from 15 cases. Between january 2018 and june 2022, a total of 15 patients underwent an attempted lpd (laparoscopic pancreaticoduodenectomy) while using harmonics scalpel, 4/0 prolene suture, 4/0 vicryl suture and 3/0 silk sutures (ethicon). Reported complications are: n=1; pseudoaneurysmal bleed, treatment: not mentioned, n=2; suffered from delayed gastric emptying, treatment: not mentioned, n=1; omental bleed day 1 post operatively, treatment: requiring a return to theatre for haemostasis. In conclusion, a lpd technique, which can be performed safely without compromise on oncological outcomes. A further benefit for the surgeon and surgical team is the clear visualization of anatomical structures, especially of the retroperitoneal structures.